Event description:
It was reported that balloon rupture occurred. The target lesion was located in a vessel in the arm. A 10.0 x 40, 135cm mustang balloon catheter was advanced for dilatation. However, during the first inflation at 10 atmospheres, the balloon ruptured. The device was completely removed and the procedure was completed. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a vessel in the arm. A 10.0 x 40, 135cm mustang balloon catheter was advanced for dilatation. However, during the first inflation at 10 atmospheres, the balloon ruptured. The device was completely removed and the procedure was completed. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(D4) lot number corrected from 0023774704 to 0024364779. (D4) expiration date corrected from 05/09/2022 to 09/02/2022. (H4) device manufacture date corrected from 05/10/2019 to 09/03/2019.

Manufacturer narrative:
(D4) lot number corrected from 0023774704 to 0024364779. (D4) expiration date corrected from 05/09/2022 to 09/02/2022. (H4) device manufacture date corrected from 05/10/2019 to 09/03/2019. Device evaluated by MFR.: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The returned device was attached to an encore inflation unit and positive pressure was applied, the balloon was inflated to its rate of burst pressure without issue. A vacuum was then applied. The inflation device was verified, before and after use. This inflation to rate of burst pressure was repeated three times with no leaks or drop in pressure noted. No issues were identified with balloon inflation or the balloon material. No issues were noted with the tip section of the device. A visual and microscopic examination found no issue with the markerbands. A visual and tactile examination found that the shaft was free from damage. No issues were noted which may have potentially contributed to the complaint incident. No issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a vessel in the arm. A 10.0 x 40, 135cm mustang balloon catheter was advanced for dilatation. However, during the first inflation at 10 atmospheres, the balloon ruptured. The device was completely removed and the procedure was completed. No patient complications were reported and the patient's status was stable.